Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported problem 'under infused' was unable to be confirmed during evaluation. The device had flow accuracy testing performed with passing results. The reported under infusion was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy. The nurse noted the patient's blood pressure (bp) dropped when the norepinephrine bag was still full even though it should have been almost empty. The medication was running at 84 cc/hr and the bag is only a 250 cc bag. The nurse immediately replaced the pump and used the same medication bag to continue with infusion. The patient¿s bp improved and norepinephrine was titrated down to 35 mcg/kg/min and vasopressin to 0.03 units/min in less than an hour. No additional information is available.